Event description:
Amazon customer reports dull syringes from lot 63932a.

Manufacturer narrative:
Retained lot samples for syringe lot 63932a were tested for needle sharpness. No abnormalities were found during testing.

Event description:
Amazon customer reports dull syringes from lot 63932a.

Manufacturer narrative:
Initial trend analysis for lot 63932a was conducted, no malfunctions were found. This is the only complaint for lot 63932a. Further investigation will be conducted to determine the root cause of complaint.